Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket infection. Reportedly, the patient was hospitalized, and blood culture came back positive for burkholderia cepacia bacteremia. The patient returned to the hospital as the infection started to get worse where complaints of redness and pain on the left side of the chest occurred. The pocket was also inflamed. The physician opted to do a system extraction. Upon opening the pocket, a purulent material was identified coming from the device pocket. There were no additional adverse patient effects reported. The crtd was explanted.